Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for a "helium leak" after the intra-aortic balloon (iab) was inserted. The staff noted there was blood in the iab. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for a "helium leak" after the intra-aortic balloon (iab) was inserted. The staff noted there was blood in the iab. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. An error was made under the evaluation code for "method". Code "3331" was used. This was an error as no analysis of production records was done as there was no confirmed failure from the returned device.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for a "helium leak" after the intra-aortic balloon (iab) was inserted. The staff noted there was blood in the iab. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.